Event description:
According to the medwatch ((B)(4)) "rt was attempting to place an a-line in 2019 @ 0230. Rt was using ultrasound with a trained rn for patient safety. After ultrasound entrance into the right radial artery rt threaded the guidewire and began to insert the arterial catheter. About 3/4 of the way in, rt experienced resistance so rt stopped and attempted to pull back on the guidewire. The guidewire would not come out , so rt tried to gently pull back on the guidewire. The guidewire would not come out , so rt tried to gently pull the catheter back with resistance and nothing happened. Rn called charge rn and we noticed that 1/4 of the catheter was on the top of the guidewire and the other 3/4 was still on the guidewire in the patient. Rt noticed a very small piece of the catheter was sticking out from the skin , so rt took hemostats and gently pulled the guidewire and the catheter out at the same time. Rt noticed that the guidewire was bent and that the catheter was bunched at the end of the guidewire (the guidewire and catheter were both straight and intact at the beginning and examined before use by rt)".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Additional information requested from user facility. No additional information received at the time of this report.

Event description:
According to the medwatch (mw5092142) "rt was attempting to place an a-line in 2019 @ 0230. Rt was using ultrasound with a trained rn for patient safety. After ultrasound entrance into the right radial artery rt threaded the guidewire and began to insert the arterial catheter. About 3/4 of the way in, rt experienced resistance so rt stopped and attempted to pull back on the guidewire. The guidewire would not come out , so rt tried to gently pull back on the guidewire. The guidewire would not come out , so rt tried to gently pull the catheter back with resistance and nothing happened. Rn called charge rn and we noticed that 1/4 of the catheter was on the top of the guidewire and the other 3/4 was still on the guidewire in the patient. Rt noticed a very small piece of the catheter was sticking out from the skin , so rt took hemostats and gently pulled the guidewire and the catheter out at the same time. Rt noticed that the guidewire was bent and that the catheter was bunched at the end of the guidewire (the guidewire and catheter were both straight and intact at the beginning and examined before use by rt)".